Event description:
The reporter stated that the surgeon attempted to insert a cq2015 three piece collamer lens and the lens jammed in the cartirdge. No pt injury. Additional info has been requested from the user facility, but none has been forthcoming. If additional info is rec'd a supplemental med watch shall be sent.

Manufacturer narrative:
(Other) visual inspection of the returned product showed that there is no visible damage. No evidence of surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.